Event description:
Customer reported being hospitalized for high blood glucose levels. Customer was unable to troubleshoot pump at time of call. Customer did not have glasses and was unable to see pump display. Customer stated that the reservoir door is loose and does not stay closed. Customer was advised to discontinue pump use at that point and revert to manual injections.